Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that the driver tip from their complex set, snapped, leaving them with nothing on the set. They utilized a different driver and no detriment on the patient and only around 3 mins added theatre time.